Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Issue reported by the operating room; the needle broke into two pieces. During suturing. No adverse event reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was there any alleged deficiency with product mcp4394h? If so, please explain. Reported by the operating room; in both cases, the needle broke into two pieces. During suturing. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Reported by the operating room; in both cases, the needle broke into two pieces. During suturing. Did this event contribute to any patient adverse event? If yes, please explain. There were no adverse events for the patients. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.